Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.4; lab: 8.0. Pt went into a panic attack and was taken to the hospital. He often has panic attacks due to severe lung cancer, which leaves him barely able to breathe.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.4; reference: 8.0; mean: 4.70; confidence limits: 2.6-6.9. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing could not be performed because strip lot info was not provided by the customer. No further investigation is required. Per general description of complaint, pt has lung cancer and anemia. Pt's current health condition may have led to the unexpected inr results. In addition, pt's hematocrit was out of range. Per limitations of product use, pts should be within a 30-55% hematocrit range, which will not affect inratio test results. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.